Event description:
(B)(6) was having a heart profusion test at (B)(6) on (B)(6) 2019. While the test was in progress, (B)(6) put her r. Finger in part of the rotating equipment, the rotating part of the scanner (camera) caught her finger and took the hand and arm to the right where the machine stopped and slightly injured her r. Index finger and broke her right arm. At the time of the injury, the status of the arm was unk. It wasn't until later in the day that the pain was intolerable. An x-ray was taken on (B)(6) 2019 and showed a broken bone in her right arm.